Manufacturer narrative:
D4 unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2018, and confirmed that this device was not previously returned for servicing and that there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was randomly rebooting during use. A technical support specialist dialed into the db server and ran a downtime query. No delays in messages were found. Station synchronization information was checked and no errors were identified, and devices had a current upload date. The customer confirmed that the connection was re-established and that the issue was resolved. The customer it team managed troubleshooting, the connection remained stable, and no further issues were reported. The system functioned as intended after the it team troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations were in disconnected mode. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.